Manufacturer narrative:
Investigation: a review of the device history record was completed for sub-assembly #004712bjf lot 7299879 manufactured from 14-nov- 17 to 01-dec-17 at acam 1 machine under used in claimed lot 7300966. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, were not evidenced records that could lead to the claimed defect. Was received on 11- apr-2019 in db sandy one unused unit without packaging from catalog number 381112, lot number 7300966 and the sample was sent for ftir testing. According to the ftir analysis, the material found was silicone. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. CAPA#450094 was initiated.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: fm on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: fm on the catheter.